Manufacturer narrative:
Citation: gorla et al. Outcome of transcatheter aortic valve replacement in bicuspid aortic valve stenosis with new-generation devices. Interact cardiovasc thorac surg. 2021 jan 1;32(1):20-28. Doi: 10.1093/icvts/ivaa231. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcome of transcatheter aortic valve replacement (tavr) for patients with stenotic bicuspid aortic valves. All data were collected from three italian centers between 2015 and 2019. The study population included 56 patients (predominantly male, mean age 75.5 years), 20 of which were implanted with medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all evolut r patients, reported deaths included one periprocedural and two within 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic products were associated with the death(s). Among all evolut r patients, adverse events included: major vascular complications, moderate paravalvular leak (pvl), permanent pacemaker implant, mean aortic gradient > 20 mmhg, and an unspecified coronary issue requiring percutaneous transluminal angioplasty. Additional adverse events associated with the enveo delivery catheter system (dcs) included an unspecified issue requiring stenting at the access site. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.